Event description:
It was reported that an x-ray revealed the right ventricular (rv) lead was dislodged. The dislodgement was thought to have occurred approximately 8 1/2 years ago since the rv lead had been capped and replaced at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).